Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose value at time of incident was 500 mg/dl at the time of incident. Customer declined troubleshooting. Customer reported that the insulin pump had power error alarm occurred. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The insulin pump will not be returned for analysis.